Event description:
During the performance of an ercp, a jag wire used to cannulate the common bile duct had a 2 inch portion of its coating lost in the tertiary ramification of the intrahepatic ductal system. Events to retrieve it were unsuccessful.